Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: 1 empty syringe of 1.0ml received without cap nor needle. A crack is observed at the 3mm luer lock level. Device labeling: 5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm voluma® xc "had the threading crack." Patient contact was made, but no injury occurred to patient, staff, or injector. The packaged needle was used.